Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from canada, edwards received notification of a pascal precision procedure in the mitral position. At the end of the procedure, a significant atrial septal defect (asd) with right to left shunt was identified, requiring closure. The patient had no pre-existing atrial septal defect (asd) or intracardiac shunt prior to the procedure. The teer procedure was challenging due to difficult visualization and a very restricted posterior leaflet. During the index procedure, two pascal devices were successfully implanted. At the end of the procedure, a significant asd with right to left shunt was identified and was closed during the index procedure. The patient died eleven days post-procedure during the index hospitalization. The death was considered related to the patient's underlying critical condition. There was no suspicion of failure or malfunction of any of the pascal devices implanted during or after the index procedure.